Event description:
It was reported that a patient underwent a corpectomy with a 60mm anterior cervical plate at levels c3-c5 and an anterior cervical d iscectomy and fusion (acdf) at levels c5-c6. At the two week follow up, patient reported discomfort and it was noticed on plain films that the plate had disassembled across the corpectomy at c3-c5. Surgery was performed to remove the plate 16 days after the initial surgery. Fusion had not occurred for the patient and no fragments of the plate were left behind. Reportedly, the patient is in stable condition after the procedure. No further patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Radiology film and photo interpretation: "lateral x-ray of plate spanning c3-c6. Corpectomy noted at c4. Photos of plate which is blood tinged, reportedly the same plate shows dissociation through central expansion joint. Suggests over-distraction at that level."